Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a call service 069 alarm during the initial pump set-up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: a ¿call service (cs) 069¿ alarm was reproduced. The remaining steps were unable to be completed due to the cs069 alarm issue. The ¿cs69¿ failure was written as a ¿cs87¿ failure in black box. The returned battery cap was used to complete investigation. A component failure was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.